Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with approximately 75-100 units of insulin. The customer's blood glucose level was not impacted. The customer confirmed insulin would be added to the cartridge once additional insulin is obtained. The customer declined further follow-up from tandem technical support.